Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to elective replacement indicator (eri). No allegations regarding device function were made at that time. No adverse patient effects were reported. This crt-d was returned to boston scientific crm and underwent analysis.